Manufacturer narrative:
The display on the insulin pump is not missing any segments, is clear and readable. The keypad overlay is not defective or worn on any of the buttons. The insulin pump has minor scratched lcd window and scratched reservoir tube window. The insulin pump passed self test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported his insulin pump has been having problems for the last three to four weeks. Customer has trouble reading the screen. Customer's blood glucose was 300 mg/dl. He delivered insulin, but he cannot tell how much insulin he delivered. The screen seems to be cloudy. The paint is also worn on the up and down buttons. A replacement insulin pump was sent. Nothing further reported.